Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® ep® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) with a fractured abutment screw in it and a 3i t3® with dcd® tapered implant 5/4 x 10mm (item # bnpt5410) were returned for investigation. Visual inspection of the returned products identified the upper portion of the fractured screw still screwed into the abutment, and a portion of the screw's tip also fractured off and inside the returned implant. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing abutment screw fractured off in the implant at placement. The reported complaint was confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment screw fracture at placement. The implant was removed and replaced during the same procedure.